Event description:
During a rectal procedure, after firing the device, the surgeon found two malformed staples. The procedure was completed with hand sutures. The device was discarded. There was no pt consequence.